Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. On (B)(6) 2020, a space line was inserted and the a vtbi of was 200ml was selected. The infusion started with a rate of 150ml/h. 11 minutes later, the infusion stopped by the customer. 28,2 ml was infused. No anomalies for a flow deviation were found during the analysis of the history log files. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No visible damages or soiling could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,26 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled and the inside was investigated. It could be found liquid residues on the emc protection shield and on the lower housing. The complaint could not be confirmed. The device works according our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion - not infusing properly". Customer information: the following additional information was received from the customer on 08th of july: the day the issue was reported was 22-06-2020. The issue was that the machine showed that the solution was infusing, but it actually wasn't. The pump was being used by a registered nurse. There was no harm or injury to the patient.